Event description:
It was reported that the stent was partially deployed inside of the packaging. A 6 x 60 x 130 innova self expanding stent was selected for a patient procedure. During preparation, the stent was noted to be partially deployed upon removal from box; a few tines were showing. The device was not implanted. The procedure was completed successfully. No patient complications were reported.